Manufacturer narrative:
One device was received for evaluation for the complaint that the flow of the pump was >6%. Investigation of the service history of this device shows that this device has been not in for service in the past 12 months. The problem could not be replicated during the review of event history/error log review. The visual and functional testing was performed. The root cause was determined to be caused by a too big expulsor. Expulsor will be sanded down, and the downstream occlusion sensor (dso) sensor will be replaced. Device submitted for functional and delivery tests after repair activities.

Event description:
It was stated that the flow of the pump was >6%. The fault was found during annual technical preventative inspection. There was no patient involvement.